Event description:
It was reported that the device was in use with patient for treatment of primary pulmonary hypertension (drug name not provided). The reporter stated the device leaked during infusion. No adverse effects to patient reported.